Manufacturer narrative:
Iris field service engineer (fse) was at the customer site on (B)(4) 2016. The fse replaced tubing from the sample filter and the sample filter to resolve the failures. The system was operational. The repairs were verified per established service procedures. (B)(4).

Event description:
The customer reported a contained fluid leak of about 5ml and bubbles in the sampling line of the iq 200 system. Erroneous patient results were not generated and there was no change or effect to patient treatment in connection to the event. There was no impact to patient results or controls. The customer was wearing personal protective equipment (ppe) consisting of laboratory coat, and gloves at the time of the event and there was no report of injury or biohazard exposure to open wounds or mucous membranes.